Event description:
This ra lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2011 due to a product performance issue. The lead pulled back in atrium although still attached to appendage. The physician elected to replace lead with new atrial lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).